Manufacturer narrative:
(B)(4). There was no reported device malfunction and the devices were not returned for evaluation. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Mean age of patient population. Estimated date of occurrence. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional adverse patient effects and device issues referenced in the article are filed under a separate medwatch report#. Percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars): khung keong yeo, mbbs; jonathan yap, mbbs; eric yamen, md; nasir muda, mbbs; edgar tay, mbbs; darren l. Walters, md; teguh santos, mbbs; xianbao liu, md; paul jansz, md; james yip, mbbs; robaayah zambahari, mbbs; jurgen passage, md; tian hai koh, mbbs; jian'an wang, md; gregory scalia, md; tvandito kuntjoro, mbbs; amiliana m. Soesanto, mbbs; david muller, md. Publication: eurointervention 2014.

Event description:
It was reported through a research article identifying the mitraclip that the device may be related to patient deaths. Individual patient or procedure information was not provided. Details regarding the deaths are listed in the attached article, titled "percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars)".